Event description:
This customer reported that four hard-wired monitoring sites (connection points for individual patient vital signs monitors) were not communicating with the acuity central station. This had no affect on patient care, because no patients were being monitored from those connection points.

Manufacturer narrative:
Terminal server. Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a pair of sun microsystems central processing units (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. This customer reported that four of the hard-wired monitoring sites (connection points for individual patient vital signs monitors) were not communicating with the acuity central station. This had no affect on patient care because no patients were being monitored from those connection points. If the reported problem were to recur when patients were being monitored from those points, then it would be expected that centralized patient monitoring would be interrupted for those patients. The report was investigated by remotely connecting to the customer's system via modem. Investigation confirmed an inability to communicate with the monitoring sites noted by the customer. The problem was corrected by directing the institution's staff to reboot (power off and then back on) a computer network peripheral called a terminal server. This action did not involve removing any equipment from the site and the action corrected the issue. This suggests a transient problem - one that could not be further identified or isolated. The terminal server does not have internal event logging capability to facilitate the identification or isolation of transient events. The root cause is therefore indeterminate.